Event description:
Customer called to report high blood glucose levels. It was also reported that the insulin pump alarmed button error. Customer's blood glucose reading was 409 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see (B)(4) as a reference.